Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide the sample evaluation results. Review of the video by the manufacturing facility revealed foamed air blowing out of the gas out port side with dripping of reddish transparent fluid on the floor. Visual inspection of the actual device found no obvious anomalies which could have contributed to a leak. On the sections of the fibers on the gas in port and out port sides the adhesion of discolored fluid was noted. The actual sample was rinsed and subjected to another visual inspection. Discoloration on the sections of the fibers was noted to have disappeared. This indicates that the discolored fluid is a blood-derived substance. The blood pathway was filled with saline solution with one end being clamped, where pressure was applied. No leak occurred. Bovine blood was filled in the blood pathway and circulated 6 hours, where a gas was insufflated at the flow rate of 5l/min for 10 seconds once per hour. No plasma leak was confirmed. The investigation result verified that the actual sample was the normal product. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of micro-porous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D.4. - UDI number not required for this product code. The actual device has been returned to the manufacturing facility and the evaluation is ongoing. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a plasma leak in the capiox device. Follow up communication with the user facility confirmed the following information: the fault happened about 4 hours and 20 minutes into bypass; it started off with foam leaking slowly out of the exhaust ports that increased with time; the oxygenation gradually became compromised; the sweep and fio2 were increased to maintain adequate oxygenation; the patient came off bypass for a few minutes to change out the machine; blood loss was less than 200ml; and the patient recovered.